Event description:
Approximately 650 patient samples tested for (B)(6) with discrepant results. Only the following examples were provided: female patient, initial result 10.17%, repeat 6.68%. Female patient, initial result 10.32%, repeat 6.03%. Male patient, initial result 10.89%, repeat 6.39%. Male patient, initial result 7.60%, repeat 5.15%. Male patient, initial result 8.92%, repeat 5.98%. Female patient, initial result 14.81%, repeat 7.72%. Male patient, initial result 14.35%, repeat 8.52%. Female patient, initial result 14.59%, repeat 8.56%. Initial patient result was 11.4%, sample was repeated 6.8%. Initial results were reported, patients not adversely affected. The field service representative determined there was a leak on a syringe on the analyzer. The instrument was repaired.